Event description:
It was reported that the lead was extracted due to lead noise. There were no complications or adverse reactions and the patient was in stable condition post procedure.

Event description:
It was reported that an alert via merlin.net transmission showed non-sustained lead noise and non-sustained vt episodes. Review of egms revealed intermittent rv lead noise. All lead measurements were stable and in range. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form, (B)(4).